Manufacturer narrative:
The weather culture was greater than 200 colony count. The instruments had not been previously used but were disinfected with bleach previously. The instruments were disinfected two more times through the incoming water line w/bleach and another culture was taken. These samples were found to be negative. Samples were taken from the water source and found to be negative. The instrument operator's manual has specific instructions for disinfection and sampling. The disinfection fluid concentrations recommended by baxter meet the recommendations from the center for disease control. The custom has agreed to continue to monitor through routine sampling and contact baxter with any significant issues. Baxter will report any significant issues received from this monitoring.

Event description:
Customer reported that before using the instrument, a disinfection procedure was completed. Samples after disinfection indicated high bacteria counts. The instrument was disinfected again, this time through the incoming waterline attached to the instrument. Samples were again taken and bacteria counts were acceptable. No patient was involved in this issue.